Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p (x2) on (B)(6) 2007 and ventralex hernia patch on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of two composix l/p (device #1 & #2). Per op notes, ¿two composix l/p mesh (device #1 & #2) were placed within the abdomen and tacked to the left aspect of the hernia using sutures.¿ (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of dulex mesh (device #3). Per op notes, ¿omental adhesions were taken down. A dulex mesh (device #3) was placed in the abdomen and tacked to the overlying peritoneum using sutures.¿ (note: there is no mention/visualization of previously placed composix l/p (device #1 & #2) during this repair). (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device #4). Per op notes, ¿a small defect was noted in the left lower quadrant where two previous placed meshes (device #1 & #2) come together. A ventralex mesh (device #4) was placed in the abdomen and tacked over to overlie the defect.¿ (note: there is no mention/visualization of previously placed dulex mesh (device #3) during this repair). (B)(6) 2012 - patient was diagnosed with infected mesh from incisional hernia thereby underwent repair with removal of mesh (device #1, #2, #3 & #4). Per op notes, ¿the abdomen was entered, and a large piece of mesh was encountered and an extensive adhesiolysis was performed. The mesh (device #1, #2, #3 & #4) was then removed. There was noted to be an abscess cavity in the lateral left aspect of the mesh.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol mesh ¿ ventralex (device #4). Additional supplemental emdr's were submitted to represent the bard/davol mesh ¿ composix l/p (device #1 & #2) and an additional emdr was submitted to represent the bard/davol mesh ¿ dulex (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh - ventralex (device #3). Additional emdrs were submitted to represent the bard/davol mesh - composix l/p (device #1) and the bard/davol mesh - composix l/p (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p (x2) on (B)(6) 2007 and ventralex hernia patch on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.